Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that while the patient presented to clinic for routine visit, system controller interrogation revealed low speed advisory, low flow, and driveline disconnect/pump off alarms on (B)(6) 2017. The patient reported that the lvad system was connected to power module at the time of the event. The manufacturer¿s technical services representative reviewed x-rays of the driveline that were unremarkable. On (B)(6) 2017, it was reported that additional pump stoppages occurred. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. On (B)(6) 2017, it was reported that pump stoppages occurred again. The patient will be provided an ungrounded power module patient cable for power module support. No additional information was provided.

Manufacturer narrative:
(B)(4). The evaluation of the returned portion of the driveline confirmed an issue that would have contributed to the reported pump stoppages on (B)(6) 2017. Approximately 20 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Several areas of breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared most severe at approximately 8-9 inches from the metal connector. Visual inspection of the underlying wires in this location revealed that the orange and yellow wires were kinked and showed insulation breaches at approximately 8.5 inches from the metal connector. Hipot testing of the driveline segment confirmed that the inner metal conductors of both wires were exposed in the areas of insulation disruption. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. If the exposed conductors of either of the compromised wires made contact with the braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported low speed/pump stoppage events. The system also had the potential for a phase-to-phase short, during which an interruption in pump function could occur if the exposed conductors of the two compromised wires made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or on battery power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.